Manufacturer narrative:
The device was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with cracked case at display window corner. The device was also received with cracked reservoir tube lip, and with cracked lcd window.

Event description:
It was reported that the customer's device was alarming motor error alarm during prime. The customer's blood glucose level was reported to be 180mg/dl. It was reported that the customer was not able to complete the rewind sequence. It was reported that the device will be replaced and returned for analysis.